Manufacturer narrative:
The investigation for the reported high purge pressure and pump stop has been completed. The impella and data logs were returned for evaluation. According to the clinical review, there were no kinks in the purge line and swapping the purge cassette had no effect on the high purge pressure. The returned pump was visually inspected and confirmed that the catheter was cut so the high purge pressure/pump stop could not be reproduced. No kinks were observed in the catheter and no purge leaks were found in the purge sidearm. However, blood was observed ingressed into the purge line. Logs showed a gradual increase in purge pressure followed by a gradual increase in motor current which eventually triggered high motor current pump stop. The cause of the pump stop was blood ingress into the purge line. The cause of the blood ingress is unknown.

Event description:
The us complainant had placed a cp to support a patient admitted for a mitraclip. The pump had high purge pressures on the 2nd day of support. The team troubleshot by tpa infusion in the purge, however the pump still stopped. The pump was explanted. The pump was not replaced. No patient harm was reported due to this issue.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿